Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the observed discrepant results were consistent with the assay's performance at the limit of detection (lod). Results at the lod are expected to fluctuate between reactive and non-reactive during replicate testing due to the low viral titer in the sample. A review of internal quality release data confirmed that the customer's result values were near the 0.5x lod for kit e29606, which supports the observed variability. Serology testing from two separate blood draws yielded positive results for hiv 1/2 antigen/antibody (ag/ab), suggesting a recent exposure to the hiv virus. No further investigation was deemed necessary as the results were consistent with the product's design and expected performance at the lod.

Event description:
The initial reporter alleged discrepant results during the use of the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The allegation involved nine replicates of the same plasma sample drawn on (b)(6 2019. Eight replicates generated reactive results with cycle threshold (CT) values of 36.5, 39.5, 37.3, 38, 38, 36.8, 37.4, and 37.3. One replicate generated a non-reactive result. Serology testing was performed twice on samples from two separate blood draws, and both tests were positive for hiv 1/2 antigen/antibody (ag/ab). The dates of the blood draws used for serology testing were not provided. No blood was released.